Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had an episode of fluid ingress and was subsequently placed on pneumatic support using the ip console and stroke volume limiter (svl). When an attempt was made to return the pt to electrical actuation, yellow wrench and red heart alarms were rec'd and the display on the monitor went blank. The pt was then hand pumped and put back on pneumatic support. A couple of weeks later, it was reported that the pt's hypotension condition worsened and the family opted to make the pt dnr (do not resuscitate). At this time comfort measures were provided and dialysis was discontinued. The pt had an apparent seizure, possible aspiration, and died.

Manufacturer narrative:
The vad coordinator reported that the pump continued operating as expected while the pt was being supporting by the ip console and svl. The MFR was unable to conduct an investigation of the device because it was not explanted from the pt upon request of the pt's family. The pt expired in 2007. A review of device history records showed no deviations from manufacturing or qa specifications. The exact cause of the reported event could not be determined due to the pump not being returned for eval. No further info is available. The MFR is closing its file on this event.